Event description:
The customer reported that the system lost images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative determined that the device was operating properly but the customer had exceeded the storage capacity of the hard drive. The system was tested and found to be working as intended and put back in service.